Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. And engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, the marker band on the aspiration became dislodged and remains inside the patient's vessel. During an emergency pci procedure, the physician inserted an aspiration catheter into the patient. The physician placed the catheter into the vessel and successfully removed the clot. When the aspiration catheter was removed it was noticed that the marker band was missing. The physician was unable to retrieve the separated marker band and it remains inside the patient. Patient is reported to be fine.